Manufacturer narrative:
The unit was requested for return and further evaluation. Upon return, the device underwent bench testing. The reported issue was confirmed and identified to be attributed to connection issue within the speaker.

Event description:
A customer reported their AED will not speak. The customer did not report this occurring during patient use.